Event description:
The customer reported obtaining red blood cell (rbc) and platelet (plt) background failures, with non-numeric instrument-generated flags (-----) from the lh 500 hematology analyzer. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone, but the issue was not resolved and the customer requested for service.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the red blood cell (rbc) aperture bath assembly to resolve the reported issue. The fse verified the repair as per established procedures and results met published specifications. Results: rbc aperture bath assembly. (B)(4).